Event description:
It was reported that 6 ll vlv adpt(stand alone) sets from lot 20125045, and 5 sets from lot 20125252 had flow issues/blockage while drawing blood and during the flush. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the staff have had some issues with our claves, when using they have not been able to draw blood or use a flush."

Manufacturer narrative:
H6: investigation summary six samples (model 2000e) were returned by the customer. It was reported when using the claves they are unable to draw blood or use a flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of five samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 20125252 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125045. Medical device expiration date: 2023-12-02. Device manufacture date: 2020-11-24. Medical device lot #: 20125252. Medical device expiration date: 2023-12-03. Device manufacture date: 2020-11-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 ll vlv adpt(stand alone) sets from lot 20125045, and 5 sets from lot 20125252 had flow issues/blockage while drawing blood and during the flush. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the staff have had some issues with our claves, when using they have not been able to draw blood or use a flush."